Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion of the needle into the port, during the flushing, they noted a leakage of physiologic solution from the antireflux valve. No other information was provided.